Event description:
Pt was treated on (B)(6) 2011 for femoral neck fracture. Pt was returned to operating room on (B)(6) 2012 for suspected avascular necrosis of the femoral head post femoral neck fracture. Surgeon attempted to remove the hardware in order to do an MRI to confirm avascular necrosis. During hardware removal, the heads of 3 cannulated screws twisted off. The screw heads were discarded by the hospital and the screw shafts remained implanted. The surgeon left the broken hardware implanted, and performed a core decompression procedure to treat avn. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.